Event description:
It was reported by the customer's spouse, that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer stated that they felt lethargic and chest pain. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip and sliding scale. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.